Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Additionally, the pt has experienced a recent increase in seizure activity. It was reported that normal mode test resulted in high lead impedance reading, but that lead test was within normal limits, indicating that the pulse generator was not able to deliver the vns therapy as programmed (3.25ma outpur current). Programmed output current was reduced from 3.25ma to 3.0ma. Subsequent device diagnostic testing was within normal limits. The elective replacement indicator was no, indicating that the generator had not reached end of service. Investigation to date has been unable to determine whether the pulse generator is nearing premature end of service.